Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted in the pt. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approx three months post filter implant, a CT scan incidentally demonstrated one detached filter limb in the kidney. In addition, it was identified that one or two limbs had penetrated the duodenum and several filter legs were outside the contrast column of the ivc. An attempt to retrieve the filter using a snare and a recovery cone proved unsuccessful. The filter remains implanted.